Event description:
It was reported that following a urethral bulking implant, the pt showed major improvement. Six weeks later the pt complained of severe pain, urinating and consistent pain. The pain was worse when pt urinated. The doctor did a culture and it came back negative. The dip test showed high levels of leukocytes, nitrates and blood in the urine. The doctor treated the pt with macrobid and had pt come back a week later. There was no improvement and pt was still in pain. Once again, a culture was performed which came back negative and the dip test showed leukocytes, nitrates and blood. The doctor treated the pt with levaquin and pain medicine. The pain did not go away. The doctor scoped the pt and found a ball of bulking material in the bladder that was completely yellow. The bladder was inflammed. When the doctor inserted the scope the pt was in severe pain during the entire cystoscopy. The doctor cancelled the cystoscopy and resceduled the cystoscopy to be performed in the or and under anesthesia. No further complications have been reported.